Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under (B)(4). Device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-oct-2025. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed; a hole in the pebax was identified leaving internal components exposed, in addition, the helix was observed broken; also, it was observed that the irrigation tube and luer hub were cut. Deflection testing was performed and the deflection mechanism failed specifications due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer was confirmed. The damage on the pebax and helix and the cut luer hub are unrelated to the customer complaint; the potential cause for this damage may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The irrigation tube and luer hub cut condition could be related to a bad practice of the hospital to identify the complaint catheters; however, this could not be conclusively determined. The potential cause for the broken puller wire could not be established. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflection¿ issue. Biosense webster inc. Analysis finding of the ¿puller wire broken inside the handle¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) selected as related to the biosense webster inc. Analysis finding of ¿a hole in the pebax leaving internal components exposed¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿helix was observed broken¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the biosense webster inc. Analysis finding of the ¿the irrigation tube and luer hub were cut¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax leaving internal components exposed and the helix was broken. Deflection issue. During the procedure, catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2025, a hole in the pebax was identified leaving internal components exposed. In addition, the helix was observed broken. Also, it was observed that the irrigation tube and luer hub were cut. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax leaving internal components exposed and the helix was broken on (B)(6) 2025 and have assessed these returned conditions as reportable.